Event description:
A surgeon indicated that after an intraocular lens (iol) was implanted, glistenings were noted within the iol. The lens remains implanted. There is no harm to the patient. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).